Manufacturer narrative:
(B)(4) date sent to the FDA: 09/15/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: have any of the cases where patients experienced a reaction to dermabond, been previously reported to ethicon? Possibly. Is the total number of patients who experienced dermabond available? If so, please specify. Unknown. For each individual patient event, please provide the following information. What is the procedure name? Breast or diep procedure. What is the procedure date? Unknown. How was the device was used (what layer of tissue and how many layers applied)? Skin. What was the location and incision size of derambond application? Unknown. What prep was used prior to dermabond application? Dry swab used to dry the area. Was the prep allowed to dry prior to dermabond application? Was the dermabond liquid adhesive placed to cover the entire length of the incision? Yes. What date did the reaction occur on? Unknown. Do you have any pictures of the reaction? Unknown. What was done to address the reaction? Removed the dermabond. Was the product removed? Was another method used to close the incision? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Can you identify the product code and lot number of the dermabond that was used? No. What is the physicians opinion of the contributing factors to the reaction? To be discussed at the meeting on (B)(6). Here is a summary: the professor¿s complaint does not relate to a specific adverse event in a specific patient, it relates a trend that he has observed over recent years associated occasionally with dermabond. Over the last 4-5 years, the professor has noticed an increase in what he describes as an allergic type reaction with redness and itching. He commented that in the past he had several cases of dermatitis that occurred 3-4 days after application, and this was thought to be attributable to retained catalyst within the dressing that was seemingly remedied by applying more of the liquid agent such that the catalyst was more fully consumed. Currently he is noticing later presenting allergic reaction, whereby the reaction presents 3-4 weeks after application. This is mainly seen with prineo, but also rarely with dermabond. It seems to be more prevalent in longer wounds associated with breast and abdominal surgery. He also observed what he described as a 2nd set reaction, whereby a patient presents with an inflammatory response only after their 2nd exposure (with no reaction after first exposure). Symptoms always settle following removal of the dressing and administration of betnovate cream and chlorphenamine (piriton) treatment. He referred the patients to a consultant dermatologist as they needed admission to hospital. To date, no patients have required re-operation/revision of the wound because of this. Although there is nothing specifically that these patients have in common that would explain these observations, one thing he suspects is that this may be due to some sort of interaction with skin moisturizer lotions. This is because he thinks that it seems to occur more often in patients who report that they are using a lot of such lotions (his current practice is to encourage patients to moisturize regularly post-op). He has not advised patients to reduce their use of moisturizer as yet.

Event description:
It was reported that the patient underwent an unknown plastic surgery, possibly a breast or diep reconstructive procedure, on unknown date in last four- five years and the topical skin adhesive was used. Following the procedure, the patient possibly experienced rash, redness, dermatitis and/or inflammatory response after second exposure with no reaction after first exposure to the topical skin adhesive. The doctor opined that this was attributable to retained catalyst within the dressing that was seemingly remedied by applying more of the liquid agent such that the catalyst was more fully consumed. It was also reported that the patient experienced allergic type reaction with itching three-four weeks after the procedure. The patient underwent a removal of the dressing and administration of betnovate cream and chlorphenamine /piriton treatment, and possibly was referred to a dermatologist. To date, no re-operation or revision of the wound was required because of this. The doctor opined that this reaction may be due to some sort of interaction with skin moisturizer lotions. As the doctor stated that his current practice is to encourage the patient to moisturize regularly post-op and he has not advised the patient to reduce their use of moisturizer as yet. Additional information has been requested.